Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve did not work properly. The valve dislodged and the balloon would not remain inflated. A replacement unit from an accessory kit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the black inflation valve was popped out. Based on the reported complaint and the visual analysis, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. The reported failure "short port btt black inflation valve dislodged" was confirmed. (B) (4).